Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed due to infection. The patient outcome was reported as "no patient death." Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis of ins model 37711, serial# njh722754h, and lead model 39286-65, lot# v538771040, showed no significant anomalies.

Manufacturer narrative:
Continued from concomitant medical products: lead model: 39286-65 lot#: v538771040 implanted: (B)(6) 2011 explanted: unk; programmer model: 37743 serial#: (B)(4); recharger model: 37752 serial#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's physician that reported the patient experienced redness and swelling at the device pocket site due to the infection. Perioperative antibiotics were administered and it was noted that the date of onset of the infection was unknown. The patient was treated with oral antibiotics and the patient outcome was reported as "infection resolved." If additional information is received, a follow up report will be sent.